Manufacturer narrative:
On 23-aug-2021, mentor received additional information about the event. The implantation date is (B)(6) 2006. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported (via FDA medwatch mw5100803) that a female patient underwent an unspecified breast surgery with unspecified mentor textured gel breast prostheses and suffered several unexplained unspecified systemic symptoms. It was reported that the patient has nearly all the symptoms of breast implant illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.